Event description:
A negative shift in valp qc results on the 5,1 fs analyzer. No biased patient results are believed to have been reported. Biased results of the direction and magnitude observed could lead to innapropriate physician action. There was no report of patient harm as a result of this event.